Event description:
A customer reported experiencing an alarm 2 followed by alarm 26 due to an occlusion event earlier in the day. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl or result in a cgm reading of ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge and then resumed insulin delivery. There were no additional occlusion events reported, and the cartridge had not been in use for more than 48 hours. No further assistance was necessary, and the case was closed by technical support.